Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p92-20 has a similar product distributed in the us, list number 7p92- 21/31.

Event description:
The customer reported falsely elevated alinity I total psa results for multiple samples from (B)(6) 2025. The customer indicated there are falsely high responses between 16-40%. No specific patient information or data was provided. No impact to patient management was reported.

Manufacturer narrative:
Section d4 catalog # was updated from 07p90-20 to 07p90-30. Investigation into the issue has identified performance shifts could occur with specific lots of alinity I total psa reagent kit, list number 07p92, including lot 71213fz00. A field action has been issued, and the impacted lots are not distributed in the us. No further information will be submitted.

Event description:
The customer reported falsely elevated alinity I total psa results for multiple samples from (B)(6) 2025. The customer indicated there are falsely high responses between 16-40%. No specific patient information or data was provided. No impact to patient management was reported.